Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist connected to the server and patient shows on es server with unknown admit status and placeholder visit type. Advised customer to send admit message to update patient's profile. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not showing on the station. The customer stated that the nurse managed to get the medication for the patient after overriding it and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.